Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they are still experiencing fainting spells five days post implant of their implantable cardioverter defibrillator (ICD). The patient stated that they feel like their ICD has not helped or made a difference. The patient was advised to contact their physician regarding their symptoms. The device remains in use. No further patient complications have been reported as a result of this event.